Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture and withdrawal difficulties occurred. The 50mm long, 90% stenotic lesion was located in the severely calcified and moderately tortuous proximal to mid left anterior descending artery. Access was obtained through the femoral artery. The physician first completed an ablation and then advanced the 10/2.75mm flextome cutting balloon to the lesion. During treatment the balloon ruptured; atms and inflation unknown. The physician began to withdraw the device but was unable to remove it or move it forward. The physician advanced another guidewire along the device and made an attempt to snare it, but was unable to move the device. Then the physician advanced a non-bsc balloon proximal to the where the device was stuck and inflated the balloon; atms unknown. As deflation was performed the flextome balloon, guide catheter, guide wire and non-bsc balloon were removed as one unit. The intervention took approximately one hour. There were no patient complications. The procedure was completed with the deployment and post dilation of two non-bsc stents. Post procedure, the physician observed that a part of the device was missing from the distal tip to the blade, and suspects that it remains in the body. Xray was performed but was unable to confirm that the missing part was in the body. Patient status reported as ¿no problem¿.

Manufacturer narrative:
(B) (6). Device evaluation: the device, guidewire and snare were returned inside the guide catheter. The guide catheter was bent at 40-60mm, 605mm and 700mm from the distal end. Visual examination of the device found that the hub was detached from the device and was not returned. The snare was removed from the guide catheter without issue. No damage was noted to the snare. The device and guidewire were removed from the guide catheter. No damage was noted to the guidewire. The midshaft of the device was stretched from the rapid exchange bond to the midshaft to the hypotube bond. The distal half of the balloon was detached from the device and was not returned. Microscopic examination of the balloon revealed that a section of two blades, both 5mm in length at the proximal end, remained on the balloon. One entire blade and 5mm of the other two blades had been detached with the distal part of the balloon. The inner lumen was stretched to 49mm from the distal end of lumen to proximal bond. Both marker bands were present on the lumen. The distal marker band was loose and moved along the lumen. The proximal marker band was located distal to the proximal bond. The outer distal shaft proximal to the proximal bond was damaged. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B) (4).